Event description:
It was reported that the monomer vial was found broken upon customer receipt. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The device will not be returned to the MFR for eval.